Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) (batch no. 12275531-invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (feb1998, (B)(6)2005) and abortion. Concomitant products included paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. In january 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the other pregnancy (miscarriage) is described in case 2017-197189. She did not experience complications of unintended pregnancy. Most recent follow-up information incorporated above includes: on(B)(6)2019: update of information (batch is invalid) incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) (batch no: 12275531) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (feb1998, on (B)(6) 2005) and abortion. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In january 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the other pregnancy (miscarriage) is described in case: (B)(4). She did not experience complications of unintended pregnancy. Most recent follow-up information incorporated above includes: on 11-dec-2018: reporter, lot number, concomitant drug added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in an adult female patient who had essure (ess205) (batch no. 12275531-invalid) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 (B)(6)1998, (B)(6)2005) and abortion. Concomitant products included paracetamol (acetaminophen). On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the other pregnancy (miscarriage) is described in case (B)(4). She did not experience complications of unintended pregnancy. Most recent follow-up information incorporated above includes: on 15-jan-2019: update of information (batch is invalid). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') in an adult female patient who had essure (ess205) (batch no. 12275531-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 2 ((B)(6) 1998, (B)(6) 2005) and abortion. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced psychological trauma ("psych injury related to essure"). Essure (ess205) treatment was not changed. At the time of the report, the ectopic pregnancy with contraceptive device and psychological trauma outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered ectopic pregnancy with contraceptive device and psychological trauma to be related to essure (ess205). The reporter commented: the other pregnancy (miscarriage) is described in case (B)(4). She did not experience complications of unintended pregnancy. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Added new event psych injury related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure (ess205) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: the other pregnancy (miscarriage) is described in case 2017-197189. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.